Event description:
A paraplegic patient has a broken peak plate in their neck. It was implanted in 2001. According to the complainant, the surgeon said that the broken plate was a manufacturing error and that depuy acromed should be responsible for paying for the revision surgery. The product and lot codes were not reported. The device remains implanted so no further evaluation can be performed. A root cause of the event cannot be determined. Depuy acromed devices are intended to be temporary fixation devices and have a finite useful life. These cautioins are clearly stated in the labeling provided with the device. No further action can be taken at this time.